Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2014 with the following findings; multiple scratches were found across the surface of the display lens. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Also unrelated to the complaint, a crack was found on the battery compartment from the grip towards the battery cap. Additionally, the contrast button was found to be unresponsive; the contrast button has no affect on insulin delivery function. The keypad cover removed; contamination was found underneath the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).